Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8345992. Medical device expiration date: 2019-08-31. Device manufacture date: 2018-12-11. Medical device lot #: 8249923. Medical device expiration date: 2019-06-30. Device manufacture date: 2018-09-06. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 363083, batch no. 8345992 & 8249923. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are over filling. The following information was provided by the initial reporter: "customer does not feel that the tubes are overfilling as he was taught that the tubes must fill above the etched line, but there are some questions in his lab about this. Tubes are filling to the upper limit but all fill to the same level. He wants to clarify where the tubes should be filled to. The etched line is the minimum fill line and tubes can fill to just underneath the cap.''